Manufacturer narrative:
(B)(4). Batch# m91r3e. The analysis results found that the el5ml device was received in good visual condition. In addition, a bag with four malformed clips was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer bent; this condition led to the formation of seven clips with gap. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify the statement you made regarding the "clips cannot be fixed in blood vessels". Do you mean that the clips cannot be applied to the blood vessels? Can you also clarify the statement you made regarding "clips bifurcation". Do you mean that the clips are malformed? If yes, what shape are the clips? Are the clips scissored? How was the procedure completed?

Event description:
It was reported that at an unknown time for an unknown procedure, clips cannot be fixed in blood vessels and clips bifurcation. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.